Manufacturer narrative:
The suspect cable was returned to the manufacturer for evaluation and the reported issue was confirmed. A continuity test revealed an open from pin 16 of the connector to pin 1. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a navigation hardware anomaly tracking database.

Manufacturer narrative:
A manufacture representative inspected the navigation system onsite and confirmed the reported issue. The monitor was replaced, but the issue did not resolve. The representative then replaced the cable and the issue resolved. A full system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect monitor was returned to the manufacturer for evaluation. No fault was found. When connected to a known good system the returned monitor displayed a good image with no issues. The monitor was allowed to run for an extended time and did not experience any episodes of black screen.

Event description:
A site representative reported that, while in a spine procedure, the surgeon monitor on the navigation system was black. The surgeon monitor kept turning off autonomously. The staff cart would continue to function normally. The site unplugged the surgeon cart from the staff cart, replugged it back in, and the monitor began functioning again. After a time, the monitor shut down again and needed to be unplugged/replugged in to allow the site to continue using it. The monitor powered off several times during the case. There was a reported 5 minute delay to the procedure as a result of this issue and no impact on the patient outcome. The site representative attempted to replicate the issue but was not able to. It was observed that when the cable was connected to the surgeon monitor, the monitor would start making a loud buzzing noise. The cable has no obvious signs of physical damage.